Manufacturer narrative:
Investigation included remote technical troubleshooting and verification of proper setup. Investigation of this case revealed user difficulty with assembly that resolved after replacing the connect adaptor and cartridge and completing the supply change under guidance. It was concluded that the event was attributable to user handling and was resolved with education and replacement of the implicated supplies.

Event description:
It was reported that during a cartridge change, the user¿s caregiver experienced difficulty locking the connect adaptor and could not remove the cartridge from the connect adaptor, prompting user education and troubleshooting that included replacement of the connect adaptor and cartridge; the new connect adaptor and cartridge were secured, and insulin delivery resumed without alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted therapy following successful guidance and supply change.